Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was unknown. No additional information was available at this time.

Manufacturer narrative:
Please remove lead 1948/58, blw01066. There was no complaint on this lead and was not reportable.